Manufacturer narrative:
(B)(6). The device was visually evaluated and no issues were identified with the device. It was identified that the torque limiter had been fully rotated and no longer moved within the shaft of the device. The inner shaft was manually reseated; the device was functionally tested and performed with no issues. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. After the evaluation a definitive root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device broke during the procedure. There were no reported patient injuries. No other complications were noted.